Event description:
It was reported that 6 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 20ga 1.16in experienced leakage. The following information was provided by the initial reporter: there is no function of blood control! When cannula was retracted, the blood went out of the hub very soon!

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this incident and the findings. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Medical device brand name: bd insyte¿ autoguard¿ bc shielded IV catheter blood control technology 20ga 1.16in a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd insyte¿ autoguard¿ bc shielded IV catheters blood control technology 20ga 1.16in experienced leakage. The following information was provided by the initial reporter: there is no function of blood control. When cannula was retracted, the blood went out of the hub very soon.